Event description:
It was reported that pump experienced malfunction alarm. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction insulin injection and did not require assistance from a third-party. Technical support confirmed malfunction code was resettable, guided customer through pump reset process, verified malfunction did not recur after reset, advised customer that pump could continue to be used, and instructed customer to call back if malfunction alarm appeared again.